Event description:
It was reported that the patient with this implantable pacemaker had a seroma and was drained out in the operating room. Furthermore, the device was removed as the patient conduction has returned and it was deemed that the patient no longer needed pacing. Additional information was obtained from the field indicating that upon opening of the wound for drainage of fluid it was deduced that the patient had torn her pectoralis muscle which had likely created a hematoma resulting in a longer-term seroma that had infiltrated the device pocket. Furthermore, the leads were also capped and sutured down to the muscle. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.